Event description:
It was reported that occlusion alarms occurred. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer continued to use the pump for insulin therapy. Ultimately, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.